Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2018 product type catheter c62823 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the pump was not empty. It was their understanding that when the spinal tap was done, they were told the hcp did not detect medication in the csf. It was noted the patient was not hospitalized that the rep was aware of. It was mentioned the patient didn¿t feel well when the rep met them at the dye study. The rep did not know if the patient continued to feel unwell.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-04, information was received from a family member and a manufacturer representative (rep), regarding a patient receiving fentanyl (2,000 mcg/ml, 257 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient was in the hospital recently (B)(4). The caller stated they did a spinal tap and found there was no medication that was in the pump in the "pt" system. The caller stated the patient was going to be having a dye study this thursday to determine if something was wrong with the pump. No symptoms or patient complications reported at this time. On 2020-aug-06, additional information was received from the manufacturer representative (rep). It was reported that the patient was recently hospitalized. The rep was not sure what happened, other than the patient felt awful, many tests were performed, and all came back normal. The patient did have a spinal tap while there. The patient still felt unwell, so his managing physician wanted to check his device, and make sure it was functioning properly. Environmental, external, or patient factors that may have caused or contributed to the issue stated, "recent hospitalization, no known falls, look above for details". Diagnostics/troubleshooting and intervention/actions taken stated dye and roller study. The dye study showed catheter patent, easily aspirated, study showed catheter placement was intrathecal. Roller study showed normal rotation. The issue was not resolved at the time of this report. The patient's status was alive - no injury.